Event description:
It was reported that during a transport, while descending the stairs that the unit slid down the stairs and fell backwards to the ground. The reported injuries were evaluated and all parties were discharged without complaint from the event.

Manufacturer narrative:
The unit was evaluated by (B)(4), on behalf of manufacturer, and no defects or malfunctions were found. The unit passed all quality tests. The customer confirmed that they were unable to identify any issues with the unit.